Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alert. The customer stated that sometimes battery did not last for a week and sometimes it only last for 2 days. The customer stated that the insulin pump was not dropped or bumped into a surface. Customer does not wanted to perform self test. Customer will just try to change battery and not proceed with further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.